Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
When h-s2518 (B)(6) was administered for esd, the product was opened for the purpose of hemostasis. When it was inserted into the endoscopic forceps opening, it felt resistance at hand and was removed from the forceps opening. When I checked the tip, I confirmed that the wire was sticking out from the base of the cup. The procedure was continued with another standard product. There was no report of patient harm. The time of event is during use.

Manufacturer narrative:
Evaluation summary: the wire connecting the cup to move it had become deformed. It is thought that the gauze got caught on the wire and deformed the wire when the product was temporarily removed from the endoscope and the clotted tissue and blood adhering to the cup were removed with gauze. Correction information g6: follow up #1. H2: type of follow up. H4: device manufacturer date. H6: coding changed based on the investigation result.